Manufacturer narrative:
The expedium single innie quick connect driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Fracture analysis found evidence of a quasi-static overload torsional shear failure. A DHR review found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no systemic trends. The root cause cannot be positively determined based on the provided details or complaint sample, however there is evidence that the driver was subjected to a higher than anticipated torsional overload. Based on the investigation results, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon placing right side ileum screw, pre-tapped with a 6.0 dual lead tap, inserted a (179712965) 9.0 x 65mm expedium poly screw. After insertion, the poly screwdriver spun in the poly head and the poly head popped off the screw body with the tip of the poly screwdriver fractured off in the screw. The screw body was removed with a 5.0 reverse thread device from the depuy evolution set. The fractured screw was replaced with a (179712165) 10.0 x 65mm expedium poly screw.